Event description:
A home patient's (hp) caregiver contacted baxter's technical service center regarding a check drain line alarm that occurred during initial drain using the homechoice (hc) system. The hp indicated that they did not connect yet. The technical service representative (tsr) assisted the hp to end the therapy. Hp will start the setup over. There was no patient injury or medical intervention reported at the time of the incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.